Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that insulin is squirting out during the manual prime process. The blood glucose reading is 121 mg/dl. Nothing further reported.